Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of less than 54 - 57 mg/dl. Cause was not known. Customer consumed glucose tablets to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.